Event description:
It was reported that the reduction forceps with serrated jaw 240mm-speed instrument had a broken jaw. The reported instance was not an anticipated service or warranty replacement issue. This event did not contribute to a death or injury. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Manufacturer narrative:
Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) for this lot has been requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 30-mar-2010. The source of the manufacture date is the release to warehouse date.

Manufacturer narrative:
During device history record (DHR) review no irregularities were found. The material is corresponding to the specifications and was supplied at the 8th of arpil 2009 and on the 2nd of september 2009 with the lot kr326161. The hardness was measured at the time of the manufacturing at 47,8 hrc and was found to be good.

Manufacturer narrative:
Additional evaluation states the item is not repairable due to broken tip. Crack developed over time causing the break. The root cause of the issue is unknown. There are no known ncrs associated with this part and lot number.

Manufacturer narrative:
Per the manufacturing eval., the as received condition was one jaw sheared off at the tip. The broken part wasn't received. Otherwise the forceps is in good condition. The device is approximately 4 years old. The material is corresponding to the specifications. A hardness test was carried out and found to be good. All parts were not returned to perform a full investigation therefore we must conclude this complaint to be indeterminate.